Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tracheal intubation fiberscope tested positive for an unspecified amount of colony forming units (cfu) of bacillus lichenformes and bacillus velecensis on three consecutive instances. The issue was found during a routine culture of the scope prior to initial use. The user did not report any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the provided data, the case can only be partially assessed. There could potentially be a correlation between the device status and cause of contamination. In general, damages such as cracks, kinks, and leaks, can be a source of microorganisms. Fist hmi by olympus confirmed the customer's findings while the second hmi by olympus revealed no growth. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.